Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the original error was a reoccurring backup audible alarm post error. After receiving and installing the board, they were getting a force sensor test error. After calling technical support, the first thing they had to check was the software version of the board. It was 5.0.0 or something close to that. The technical support informed that it was a board for the med fusion 3500. They said that they have had problems with a different supplier putting the 3500 board under the part number for the 4000. The board that was ordered came straight through them. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.